Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode with the incident lot was observed. Review of the returned photographs and samples confirmed (B)(4) (collapsed tubes) was appropriate. A DHR review was completed with no issues being found. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported that the bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg had molding defects. No serious injury or medical intervention reported.